Event description:
This is the user's first fall - she fell in (B)(6) 2018 during a transfer from her lift chair to her rollator. She fell onto the couch, and an ambulance had to be called to help her. She went back to the hospital for revision surgery on her spinal fusion that she had in february - they had to go up to t2 for this surgery. There was trouble with the rollator's brakes staying locked - the user's husband had tried minor adjustments to the brake cables before she fell. She thought that the brakes were locked when she went to transfer to the rollator. It is not known if the brakes were locked or not after she fell. The user stayed in the hospital for treatment until the hospital determined that shee needed to get surgery. She's not having any treatment for her back now.